Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne") and pelvic pain ("pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and abdominal pain ("abdominal "). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder and headache outcome was unknown and the alopecia, vaginal haemorrhage, acne, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, bladder disorder, dysmenorrhoea, headache, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain & bleeding. Plaintiff taking unspecified birth control pill as per pfs taking (B)(6) 2017. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet revived , new aka reporter, patient demographic ,essure lot number ,event abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: acne, pain, contraception and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne") and pelvic pain ("pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and abdominal pain ("abdominal "). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder and headache outcome was unknown and the alopecia, vaginal haemorrhage, acne, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, bladder disorder, dysmenorrhoea, headache, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain & bleeding. Plaintiff taking unspecified birth control pill as per pfs taking (B)(6) 2017. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Batch no: e24119, production date: 2015-07-29, expiration date: 2018-07-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received- reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne") and pelvic pain ("pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and abdominal pain ("abdominal "). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder and headache outcome was unknown and the alopecia, vaginal haemorrhage, acne, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, bladder disorder, dysmenorrhoea, headache, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain & bleeding. Plaintiff taking unspecified birth control pill as per pfs taking (B)(6) 2017. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Batch no e24119. Production date 2015-07-29. Expiration date 2018-07-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, alopecia and headache outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, headache, menorrhagia, metrorrhagia and urinary tract disorder to be related to essure. The reporter commented: received treatment for pain & bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Patient demographics were added. Lab data added. Event injury nos replaced with events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), bladder problems, urinary problems, hair loss and headaches added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.